Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported even is in progress. Once the investigation is completed, a supplemental MDR will be submitted. (B)(4).

Event description:
It was reported that during the procedure, after the acetabulum was set, the surgeon tried to insert the inlay. The surgeon attempted multiple times to insert the inlay, but was unsuccessful. The inlay did not lock. Another inlay was used to finish the surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Inspection of the returned device found no evidence of damage or defect. Dimensional analysis found the device conformed to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.